Event description:
It was reported that the external pulse generator turned off by itself. The generator was returned for service. No patient complications have been reported as a result of this event. It was further noted through follow-up that there was not a patient connected at the time of the incident.

Manufacturer narrative:
(B)(4): the generator was returned and analysis could not confirm the customer comments that the generator turned off by itself. Analysis did find that the output connector was out of specification and the atrial wire was pinched. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).